Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the pt did not get right leg or back coverage. The lead had invalid values on all contacts. Reprogramming was unable to resolve the issue. X-ray did not show any migration, fracture or connection issue. The led was removed and replaced with a new lead. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.